Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of the electrograms revealed potential lead noise from contacting with the can. Inappropriate antitachycardia pacing and hv therapy was delivered as a result of the oversensing. In addition, lead fracture was noted on the lead. The lead was capped and replaced. The patient was stable post procedure.